Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-03016.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. Prior to the event, the customer had taken a shower after she started feeling ill. It was stated that the customer was not thinking clearly during the time, and she didn't put her insulin pump back on. The customer had not been wearing the insulin pump for four to six hours prior being hospitalized. The caller asked if the customer could go back on the insulin pump without the sensor. Advised that she could. Nothing further was reported.